Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not charge. When charge is pressed the screen goes blank and the device inappropriately powers off. The complainant indicated that there was no pt involvement in the reported failure.